Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device was connected to an electrode adaptor and displayed an unk pad fault message, and failed to discharge. The clinician removed the electrode adaptor, reattached the electrodes to the multi-function cable and continued treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.